Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed all current operating test, a21 error test and the motor passed motor test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were priming the device and insulin was squirting out. The customer's blood glucose level at the time of incident was 280mg/dl. The customer states the drive support cap is protruded. Troubleshoot was conducted. The device was found to not be able to prime, and motor error alarms were present. The customer was advised the pump would have to be replaced and returned for analysis.